Event description:
The customer contact reported a nondelivery. The pump was returned to the biomedical department with a note that stated, "192 infused, 0 given." No specific pt information, pump programming, or event details were provided. Multiple unsuccessful attempts have been made to obtain add'l info.